Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient performed a paperclip reset on the receiver, allowing the receiver to connect. The receiver was replaced. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. A shared log review was performed and there was no log data available. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.